Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to the infusion set tubing becoming disconnected at the site. Reportedly, while in the hospital the customer experienced low blood glucose (bg) levels (42 mg/dl). Reportedly, a large bolus was delivered to address bg's impacted due to the tubing becoming disconnected, and subsequently customer's bg's lowered. Customer's low bg's were treated through intravenous glucose.